Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. A customer reported encountering a signal loss and as a result, the customer experienced heart palpitations, tremors, and sweating however, the customer was able to self-treat with a sugar solution. The customer then had contact with a healthcare professional who administered glucose for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.